Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The 70% stenosed target lesion was located in the extremely calcified and severely tortuous left anterior descending artery (lad). The 2.0 x 15 mm apex monorail balloon was used for predilation and was advanced to the lesion. Upon the first inflation the balloon burst at 10 atms after 10 seconds. The device was successfully removed and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "stable". This prod is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.